Manufacturer narrative:
Forty-four samples were received for quality evaluation. Visual inspection of the samples was conducted and there were no damages or abnormalities. The samples were then primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. Special attention was given to the tubing to filter connection to determine if there were any signs of leaks or damage during the infusion and normal handling of the samples. There was no leakage, air-in-line, flow issues, or occlusion identified during the testing. The customer complaint of leakage could not be confirmed. A root cause analysis was not conducted because the reported failure was not replicated. A device history record review for model 10010453 lot number 25055569 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged / defective tubing. The following information was provided by the initial reporter: upon infusing a tpn for 2 separate patients on 10/27 and 10/28, the tubing ripped open near the blue filter portion, allowing medication to leak out and blood return back to the tubing. In both cases, the tubing was exchanged. Different nurses administered the medication for both patients, so the tubing sets appeared to be faulty. The affected lot was removed from stock and will not be used for patient care. This impacted patient care as patient's tpns were stopped and not fully administered, impacting patient nutrition and medication administration. Product code: 10010453.